Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx rx coronary des were implanted in the lad. During the index pci, the side branch became occluded and a non-q-wave mi (target vessel) 3rd udmi peri-procedural occurred in the lad. The investigator assessed the event as not related to the anti platelet medication and causally related to the device. The patient recovered.